Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced fiber cables trying to improve gbit numbers and aurora errors. Made some improvements and got rid of main non recoverable. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, a non-recoverable error occurred three times on universal surgical manipulator (usm) 2. The customer performed hard power cycled and restarted the system, and the system completed self-test. The customer continued the procedure setup with the remaining three usms. After, the customer called back a report that the error reoccurred and the issue was cleared. No further issue was reported. The planned procedure was continued with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.